Event description:
While wearing the external equipment, the patient reportedly experienced overly loud sensations. In 2005, the patient was seen by a company rep for device evaluation. Testing performed confirmed that the device was not functional. Surgery to explant the patient's device is to be scheduled.